Event description:
It was reported that during a cryoablation procedure, blood was leaking through the valve on the sheath after the dilator was removed. The sheath was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The data files and sheath, 4fc12 with lot number 01223, were returned and analyzed. The data files did not show any system notices or issues for the date of the event. Visual inspection of the sheath showed the device was intact with no apparent issues. Multiple aspirations and injections were performed without air bubbles or leaks; the hemostatic valve was leak tight. The valve assembly was leak tight as well. In conclusion, the reported hemostatic valve leak was not confirmed through testing. The sheath, 4fc12 with lot number 01223, passed the return product inspection as per specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.